Event description:
Information was received indicating that a smiths medical portex epidural was found to be leaking medical fluid where the epifuse connector and the flat filter connect. The unit was discarded with no reported adverse effects.